Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. Upon investigation, the battery tri-cells were leaking. The cause of the inability to power on a monitor is the leaking cells. The root cause of the leaking cells was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.